Manufacturer narrative:
The seat was returned for evaluation, however subsequent testing did not verify the complaint of the seat frame being bent where the arms mount. Instead, it was identified that the left side arm adjustment knob was broken. The underlying cause could not be determined after reviewing the documentation in this investigation.should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the seat frame is bent where the arms mount and that the clamp will not clamp down to the arm. The seat was returned for evaluation, and it was identified that the left side arm adjustment knob was broken.